Event description:
On (B)(6) 2014, the reporter contacted animas alleging an inaccurate delivery issue. Troubleshooting was unable to be completed and no additional information was provided. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1: date of submission: 11/22/2016 . Device evaluation: the device has been returned and evaluated by product analysis on 10/28/2016 with the following findings: the last basal delivery was on (B)(6) 2016 at 1:03 pm. The reported date from (B)(6) 2014 was overwritten due to continued use of the pump. The recorded total daily doses of insulin added up correctly and reflected the programmed basal rate target. The pump powered on with a call service 020 alarm that could not be cleared. The pump could not be fully investigated as a result of this failure.